Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. Additionally, there was observations myopotential noise which was being oversensed resulting in an inappropriate shocks. It was suspected that there is a lead fracture. Subsequently, a lead revision was performed however, they found the superior vena cava (svc) was occluded with scar tissue and the physician decided to open the svc but they couldn't so the decision was to abort the procedure. The patient is rescheduled for a lead extraction and new lead implant. At this time, the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. Additionally, there was observations myopotential noise which was being oversensed resulting in an inappropriate shocks. It was suspected that there is a lead fracture. Subsequently, a lead revision was performed however, they found the superior vena cava (svc) was occluded with scar tissue and the physician decided to open the svc but they couldn't so the decision was to abort the procedure. The patient is rescheduled for a lead extraction and new lead implant. At this time, the lead remains in service. No additional adverse patient effects were reported.